Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure the patient underwent a coronary artery bypass graft (CABG) procedure. The index procedure treated a 3.5x15mm, 95% stenosed lesion of the mid rca (right coronary artery). Treatment consisted of predilation, placement of a 3.5x24mm study taxus liberte stent, and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B) (6) 2009 the patient developed recurrent chest pain and underwent a cardiac catheterization. A radio nucleotide myocardial perfusion study showed a medium area of ischemia of the lateral wall and CABG was recommended. In (B) (6) 2009 the patient underwent CABG x4 including lima (left internal mammary artery) to lad (left anterior descending), svg (saphenous vein graft) to circumflex marginal, svg to 1st diagonal, and svg to distal rca. The patient was discharged five days post CABG on aspirin.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).